Manufacturer narrative:
Analysis results: the root cause of the customer's complaint could not be determined. No function fault could be found with the device during technical analysis.

Manufacturer narrative:
Event date is approximate.

Event description:
The consumer reported that the battery of their diamondclean powertoothbrush "exploded." No injury or property damage reported.